Event description:
It was reported that stent damage occurred. The target lesion was located in the distal right coronary artery (rca). A 2.50mmx16mm promus premier¿ stent was advanced to the lesion; however, it was noted that the tip of the stent was damaged and the stent failed to deploy. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices bumper tip profile. The stent struts at the proximal end of the stent were raised off the balloon material. This damage is consistent with the stent meeting a resistance or an obstruction during the withdrawal of the device. During the analysis, the balloon was inflated to nominal pressure and the stent was deployed. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the markerband profile. A visual and tactile examination found no kinks or damage along the shaft polymer extrusion of the device. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal right coronary artery (rca). A 2.50mmx16mm promus premier stent was advanced to the lesion; however, it was noted that the tip of the stent was damaged and the stent failed to deploy. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.